Event description:
The patient's tha needed to be revised due to an infection. All implants were removed and replaced with antibiotic spacers. Pathogen: serratia marcescens. The implants will not be returned. No x-rays are available. Ref MFR 3005180920-2015-00122.